Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #195265. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (right device) and an unspecified mentor gel breast prosthesis (left device) when both prostheses ruptured after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/25/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/25/2018, mentor received additional information about the event: the suspect medical device is a mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #204869, PMA #p030053, UDI #(B)(4). Seroma was reported in both breasts. Seroma patient code added patient¿s explanted devices were replaced with mentor memoryshape breast implant 350cc gel breast prostheses. On 08/08/2018, mentor received additional information about the event: bilateral rupture was confirmed by mammogram and ultrasound. Bilateral seromas were aspirated and seroma fluid was sent to cytology. The capsules were sent to histology. Results of the studies were not provided. However, no malignancies were reported. On 08/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/30/2018, mentor received additional information about the event: it was discovered intraoperatively that the suspect medical devices were intact and did not rupture as initially reported. Device code ¿material rupture¿ no longer applies to this event. Testing results have been obtained. The seroma fluid was sent to cytology and returned negative for malignancy and negative for alcl. There were mature lymphoid cells present. The capsules were sent to histology and returned negative for any neoplasm and positive for inflammation and foreign body reaction. On 08/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation (pe) team¿s visual examination of the device indicated bubbles within the gel were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the bubbles occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).